Manufacturer narrative:
Correction: disregard file (the mewatch report received was reporting a non-bd device).

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient is suppose to run tpn and lipids over night for ten hours form 1900-0500 pt had three different nurses during this time all of which did not notice that the tpn was not infusing correctly the pump had said it was infusing, there was never an indication that there was an occlusion or air m line, pump was acting as if it was infusing but the channel on the system was actually not working at all however the other channels that were connected to the brain had been working gust fine, pt was able to get all her lipids what was the original intended procedure? Patient is suppose to run tpn and lipids over night for ten hours form 1900-0500 pt had three different nurses during this time all of which did not notice that the tpn was not infusing correctly the pump had said it was infusing, there was never an indication that there was an occlusion or air in line, pump was acting as if it was infusing but the channel on the system was actually not working at all however the other channels that were connected to the brain had been working gust fine, pt was able to get all her lipids." An incomplete date of event of xx-jul-2019 was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient was a child.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "patient is suppose to run tpn and lipids over night for ten hours form 1900-0500 pt had three different nurses during this time all of which did not notice that the tpn was not infusing correctly the pump had said it was infusing, there was never an indication that there was an occlusion or air m line, pump was acting as if it was infusing but the channel on the system was actually not working at all however the other channels that were connected to the brain had been working gust fine, pt was able to get all her lipids what was the original intended procedure? Patient is suppose to run tpn and lipids over night for ten hours form 1900-0500 pt had three different nurses during this time all of which did not notice that the tpn was not infusing correctly the pump had said it was infusing, there was never an indication that there was an occlusion or air in line, pump was acting as if it was infusing but the channel on the system was actually not working at all however the other channels that were connected to the brain had been working gust fine, pt was able to get all her lipids." An incomplete date of event of (B)(6) 2019 was provided.